Event description:
Pt admitted to hospital for removal and replacement of bilateral ruptured silicone gel breast implants, capsulectomies with reconstruction and new implants. Implants were originally placed in 1980. Pt had capsular contractures. Manufacturer unk. Pt authorized hospital to dispose of breast implants.